Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)programmer powered up with a system error; it is noted the error cleared after running the programmer error log. Printed circuit board found out of electrical specification. System fan is noisy.

Event description:
It was reported that the programmer generated a critical system error. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.